Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an unintended disconnection between an extension set and the patient's central line during an infusion of tpn and lipids, dosages and rates unspecified. There was leakage from the tubing but the central line was mated to a non-carefusion needlefree connector; no patient harm.

Manufacturer narrative:
The customer¿s complaint of unintended disconnections was not confirmed. No anomalies were observed on the set during visual inspection. Dimensional testing was performed; the male luer was found to be within specification. Functional and pressure testing was performed; there were no disconnections or leaking observed. The root cause of the unintended disconnections was not identified.